Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have one bent grip tang at the force amplification pulley. The grips do not show cracking damage. Components adjacent to this bent grip tang do not show damage. The complaint regarding the tip is broken was confirmed by failure analysis. The probable root cause is attributed to damage occurring during use or reprocessing, including accidental drops, use of incorrect instrument trays or sink sizes during reprocessing, or overloading of the instrument tips due to excessive force.

Event description:
It was reported that during central processing, the prograsp forceps instrument had a broken tip. There was no report of patient involvement or patient injury.